Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient did not provide specific symptoms but stated she felt different than from what her cgm reading was showing. The patient's spouse does not remember the exact cgm readings from that moment, but they decided to call an ambulance and the patient was brought to the hospital. In the hospital the cgm was reading low, and the blood glucose reading was 400 mg/dl. It was stated that the patient stayed in the hospital for 2 weeks. The patient's spouse did not know any information about the treatment that was provided to the patient during this time. At the time of the report the patient was doing better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.